Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the (B)(6) 2010 and performed self-tests up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups of less than 1 minute duration were recorded during this time and on the (B)(6) 2016. Investigation was unable to replicate the reported fault. Previous experience has shown that faults of the reported nature can be characterised by 10 minute manual power ups, there were no ten minute time outs recorded, however there were a number of one minute manual power ups recorded. This may indicate the user was regularly power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.